Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. Customer's blood glucose level ranged from 179 to 400 mg/dl. The customer administered a manual injection. The customer reported that the pump would continue to be used for insulin therapy.